Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-01484. It was reported that the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2020 where both existing leads were repositioned and secured. Effective therapy was established post-op.